Manufacturer narrative:
The reliability analysis inspected 1 opened or used enlite sensor and performed bicarbonate buffer test per dop 114 830. The sensor passed per specifications with accurate readings.

Event description:
Customer reported the insulin pump kept alarming calibration errors. She also stated sensor glucose is not accurate. Troubleshooting was performed. Customer's blood glucose was 271 mg/dl. Alerts were verified. Sensor inserted in the abdomen. Alarm did not occur after performing find lost sensor or fist calibration attempt after initialization. Bad sensor alarm occurred after second consecutive calibration errors. Customer was advised to remove and change out the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.